Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-00476 and 3005099803-2011-00478 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an active cord, and a gold probe were used during a procedure performed on (B)(6) 2011. According to the complainant, the generator appeared to be shocking the patient near the end of the procedure, which was completed with this endostat ii electrosurgical unit. Following the procedure, the biomed performed electrical safety tests on the console and the foot switch, both of which passed (the account alleges no malfunction of either device). The active cord was also inspected, and although no kinks or exposed wires were noted to the exterior, it was reported that cracks and pops could be heard when the cord was bent, indicating worn wires inside. The biomed suspected the issue was caused by the active cord or the gold probe, although it is unknown if the gold probe that was used was in fact a bsc device.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of unit shocking patient. The complainant was unable to provide the suspect device lot number; therefore, device manufactured date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.